Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (mr) with a grade of 4+. It was noted imaging was challenging throughout the procedure. Two clips were successfully deployed on the tricuspid valve. To further reduce tr, an xt clip was inserted and deployed. However, after deployment, the clip detached from the posterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). No additional clips were implanted, and tr was reduced to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported image resolution poor resulting in slda per the physician is related to suboptimal imaging quality and is therefore, related to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.